Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose reading greater than 600 mg/dl. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with no permanent damage. Reportedly, a malfunction alarm occured. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.